Event description:
As the device was being advanced through the tortuous anatomy, the stent prematurely deployed in the petrous segment of the internal carotid artery. The physician stated that resistance was encountered advancing the device through the siphon and force was applied in an attempt to advance the device. A second stent was deployed at the lesion. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Only the microdelivery catheter and stabilizer were returned for analysis. The stabilizer distal end was protruding from the microdelivery distal end. No anomalies were noted to the returned delivery system. The rotating hemostasis valve (rhv) was also returned with the device. Visual inspection noted that the rhv was cracked and as a result was unable to be tightened onto the stabilizer. The exact cause of the stent premature deployment could not be definitively determined. Known causes are failure to sufficiently tighten the rhv securing the 2f stabilizer and 3f microdelivery catheter; using the 2f stabilizer catheter to advance the system; excessive interference between the guidewire and stent; and damage to the 3f microdelivery catheter caused by excessive force. Additional information was received did state that the rhv had not been tightened onto the stabilizer. The returned device had a cracked rhv, the cause of which cannot be determined and it was unable to properly secure the stabilizer. While it is possible that the physician failed to sufficiently secure the rhv, however, the damaged rhv cannot be excluded from contributing to the event. Therefore, a possible cause of the event cannot be determined.

Event description:
As the device was being advanced through the tortuous anatomy the stent prematurely deployed in the petrous segment of the internal carotid artery. The physician stated that resistance was encountered advancing the device through the siphon and force was applied in an attempt to advance the device. A second stent was deployed at the lesion. There was no reported clinical consequence to the patient.